Manufacturer narrative:
The clinic stated that 4 weeks after the event, no deposits were observed. No further information was available on the existence of deposits at the time of the event or the type of stroke. The patient died on (B)(6) 2022.

Event description:
We were informed by the clinic that a patient that was implanted on 2022-09-08 in the bvad configuration developed a stroke on (B)(6) 2022.